Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the prograsp forceps instrument exhibited an unknown issue. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: instrument had bent or cracked grip tips and damaged cables; no loose components or missing fragments. Motion issues unknown. No fragments fell into the patient. Device available for evaluation.